Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately fourteen years later, a computed tomography angiogram of abdominal aorta was performed, which showed positive for filter fracture. The 12 o'clock stabilizing arm and 6 o'clock stabilizing arm was missing. Therefore, the investigation is confirmed for the alleged filter limb detachment. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with trauma situation/motor vehicle accident. Approximately fourteen years later post filter deployment, it was alleged that the filter strut was detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.